Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve-head and would not extend at time of analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead exhibited difficulty advancing the stylet down the lead in the body, the helix would not extend. While rotating the tool to extend the helix, torque buildup was felt and the mechanism did not extend the helix as intended. There were also issues with helix extension and retraction, including too many turns required to extend or retract the helix, although it was not blocked. The rv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.